Manufacturer narrative:
The customer returned the test strips and the meter. Upon visual inspection, the meter and test strips showed no defects. The returned test strips were measured with the returned meter with a high-level control sample: results (qc target range 2.5 -3.1 inr) qc1 2.9 inr. Qc2 2.8 inr. Qc3 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions are taken. Results of the most recent retention testing were inconspicuous. No error messages occurred. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.2 inr and within 2 hours the laboratory result was 2.92 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event.